Manufacturer narrative:
Internal complaint reference# (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the distal healicoil anchor broke off inside the patient when passing the sutures (suture and tape of healicoil ut) through it. The insertion site cleared of all debris was cleared prior to insertion of the anchor and the pieces of the device were retrieved from the patient. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging. The proximal body and anchor plug is still intact and on the device. Part of the distal tip is detached from device and the other half is down inside tube. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. No relevant clinical information was provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered nor can the clinical root cause of the reported failure be determined. Based on the information provided, the insertion site cleared of all debris was cleared prior to insertion of the anchor and the pieces of the device were retrieved from inside of the patient. According to the report, the procedure was completed with a non-significant delay, with a back-up device. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause associated with an unintended use of the device. Factors, that may have contributed to the reported incident, include unintentional actuation or unintended force applied to the distal tip of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.